Event description:
It was reported that the lead had a jump in impedance and that the lead integrity alert (lia) had been triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The lead insulation was cut and the right ventricular defibrillator filars were cut. It cannot be determined at this time when this occurred but there was blood visible in the lumens of several conductors throughout the lead. The cut may have occurred during the implant. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut and there was blood in/on the helix mechanism.